Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID 37754, product type recharger. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the battery had been dead for four months. The patient had not recharged for about four months. The patient attempted to recharge 2015-(B)(6). An implantable neurostimulator (ins) overdischarge was suspected. There were telemetry issues. The stimulator in the patient¿s back was causing him pain and that ¿this was an emergency.¿ the pain started one day prior to report and on the date of report it was ¿no longer bearable.¿ the patient was in pain on the call and had trouble talking. The patient could not move and ¿felt paralyzed.¿ the patient could ¿barely walk.¿ the patient needed a medical professional who could talk to him about his pain. The patient believed the pain was caused by the implant. The caller had been trying to get a hold of a manufacturer's representative (rep) for a jump start, but had not gotten a hold of the rep. The patient had an appointment with the pain management doctor the day after report. Later, the patient initiated about four physician mode recharges (pmrs) which a 48 hour period, but had not been able to establish communication. In addition, the recharger was not recharging. They were consistently charging on the 25%, and never recharged to 100%, no matter how long it was plugged in. The recharger would only operate if it was plugged into the desktop charger. The manufacturer's representative mentioned they would like to schedule some time to recovery the battery after getting the replacement recharger. The patient was not listed in device registry, but he provided a serial number for the ins and stated he was implanted in 2012. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative was with the patient (B)(6) 2015. The patient received a new recharger, and they initiated a physician mode recharge (pmr). It reputedly would take about two hours, and then they would have the device up and running. Later, the pmr was performed and the power on reset (por) was cleared. The patient was able to charge and was receiving effective therapy. There were no device issues to begin with. The patient just stopped using the device. Upon return of the recharger, analysis found that the complaint was unverified. There were no issues found during bench testing, no issues with charging implantable neurostimulator (ins), or recharger, or communications.